Event description:
Found during routine testing. The customer called and reported that device intermittently powers up into white screen and locks up. There was no pt associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.